Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly as well as rewind anomaly. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer stated that the new batteries not work. The customer stated that rewinding takes longer than it used to and priming take longer than their former insulin pump. The device will not be returned for analysis.